Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states, the customer has told her that the feet slide around in the steel tub.